Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation, and case imaging. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the reported event necessitated medical/surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure.

Event description:
The patient underwent a transcatheter aortic valve replacement (tavr) procedure on (B)(6) 2020. The patient's artery size was reported as 7.0 mm without calcification. Access was obtained in the common femoral artery (cfa) without the use of ultrasound. At least three "stick" attempts were made before successful access. The tavr procedure was uneventful and without complications. The operator reportedly dilated the vessel with an 8f dilator in an aggressive manner prior to deploying the manta vcd. There was no bleeding on the surface; however, an angiogram showed a 90% occlusion of the vessel. The reporter stated that a dissection was seen on angiogram. It is uncertain as to whether the dissection was the result of the dilation process. A wire was able to be advanced across from the radial approach and the dissection was resolved with placement of an 8.0 mm x 80.0 mm bare metal stent placement just above the access point, down the cfa. A 7.0 mm x 39.0 mm covered stent was then placed inside the bare metal stent at the access location.

Manufacturer narrative:
Due to the lack of information, the root cause of the occlusion cannot be determined. It is suspected that the manta implant was either deployed partially in the vessel, or there was a formation of an occlusive dissection. Dissections are a common large bore procedural complication; therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. It is suspected the manta toggle may have caught the dissection and deployed collagen into the vessel. The following adverse events related to the deployment of vascular closure devices has been identified in the IFU: local trauma to the femoral or iliac artery wall, such as dissection. Additionally, arterial damage and vessel laceration or trauma are also identified potential adverse events associated to the deployment of vascular closure devices. The device history record (DHR) documentation review showed no indication that the handle devices did not meet specifications. Risk documentation was reviewed, and vessel stenosis was identified as a known risk. The occurrence rate for this type of incident remains below current risk documentation acceptable levels. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design, or labeling.